Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Medical devices: item # 51-107120, stem, lot # unk, item # unk, shell, lot # unk, item # unk, liner, lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 05664, 0001825034 - 2018 - 05666, 0001825034 - 2018 - 05667.

Event description:
It was reported that approximately 5 weeks post implantation, the patient was noted to have a uti. Patient was treated with bactrim. Attempts have been made and no further information has been provided.

Manufacturer narrative:
The complaint sample was not evaluated and the reported event could not be confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see all reports associated with this event: 0001825034-2018-05664, 0001825034-2018-05665, 0001825034-2018-05666, 0001825034-2018-05667, 0001825034-2018-08834.